Event description:
In 2009, the lay user / patient contacted lifescan (lfs), alleging that his one touch ultramini meter was prompting an "ER 4" message. Per the one touch ultramini owner's booklet, this error message could be caused by one of the following reasons: the meter detected a high glucose when testing in an environment near the low end of the system's operating temperature range, a problem with the test strip, the sample was applied improperly, or there may be a problem with the meter. The complaint was classified, based on the conversation the customer care advocate (cca) had with the reporter, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged issue began approximately 3 weeks prior to contacting lfs. The cca noted that the patient manages his diabetes with insulin (no adjustments); however, it is not known what action the patient took regarding his diabetes management as a result of the issue. Approximately 1 or 2 hours after the alleged issue started, the patient claimed he developed symptoms of feeling shaky and blurred vision. In response to the symptoms, the patient stated that he treated self with food and / or drink. In the afternoon of the event date, the patient reported that he tested with his friend's meter and obtained a reading of "104 mg/dl." At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and that the test strips appeared in good condition; however, the patient did not have the subject meter with him to test with a new vital of test strips. Replacement products were sent to the patient. This complaint is being reported, because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.